Event description:
It was reported in a journal article that one patient was readmitted to the hospital within 90 days of hip surgery due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: literature - kennedy, m., terner b., gwam, c., and schwarzkopf, r. (2025). Comparison of short-term outcomes and survivorship of three modular dual mobility implants in primary total hip surgery. Journal of clinical medicine, 14 (6977), 1-12. Https://doi.org/10.3390/jcm14196977. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.